Event description:
It was reported that while performing a persona knee sawbones lab in the office with the office's universal oscillating saw attachment demo set, the reciprocating saw broke. The device was used in an attempt to complete a previous procedure, and as the surgeon was cutting, the saw blade came loose. Inspection of the piece revealed that the spring-loaded attachment piece was no longer "spring-loaded" and that it spun freely, allowing the blade to disengage.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.